Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien technical service engineer (tse) troubleshot the issue with the customer over the phone. The customer informed covidien that the ventilator has been in use for a month since the occurrence. The ventilator passed extended self tests (est). Covidien was not authorized to service the device.